Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report a rash on his stomach caused by sensor. Pt has been wearing sensor for approx one year but during the last 6 months sensor has been causing rash, without infection or liquid present at insertion site. On (B)(6) 2011, pt called again and informed dexcom that he had sought dermatologist care and was prescribed a creme to apply on rash. Rash seems to heal in 1 week.